Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that during phacoemulsification mode of a cataract extraction procedure the handpiece was heating up and fragmentation of the hard cataract was not very effective. The case was completed using the same handpiece and there was no harm to the patient.

Manufacturer narrative:
Additional information has been provided. No further information was able to be obtained from this customer. Without additional, related information the reported event cannot be determined conclusively. The handpiece was manufactured on may 5, 2017. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Supplemental medical device report (smdr) #is being filed to correct the date rec¿d by MFR date on the initial report, filed earlier. Incorrect date of 04/18/2018 is being corrected to 04/19/2018. The manufacturer internal reference number is: (B)(4).